Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company representative that a vns patient was seen at a follow-up appointment with treating neurologist and both system and normal mode diagnostics resulted in high lead impedance (dc dc 7). The patient's generator was programmed off due to the high lead impedance and x-rays were taken. An x-ray view of the patient's chest was received by the manufacturer and review of the view indicated that the generator was placed in normal orientation. The lead pin appeared to be fully inserted inside the connector pin. A clear view of the lead was not available; hence anomalies in the lead body could not be seen based on the quality of the x-ray. Additional information was received through a return product form indicating the patient underwent full revision surgery due to lead discontinuity. An implant card was also received indicating the patient was re-implanted with vns therapy and lead impedance was ok after re-implant. The explanted generator and lead have been returned to the manufacturer and currently undergoing analysis. At the moment good faith attempts to obtain additional information have been unsuccessful to date.